Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with burning sensation, redness, inflammation and an infection that extended beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. Photos of the reported skin reaction in the complaint record were reviewed. There is also a tiny brownish spot/scab-like area, which may indicate minor skin breakdown or irritation. A small amount of whitish cream exudate is present on the punctures site. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. On (B)(6) 2026, the patient was treated with a prescription of oral antibiotic cefadroxil 500 mg/5 ml powder. There was no documentation of further medical intervention. At the time of report, the patient¿s condition was unspecified. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).